Event description:
On (B)(6) 2024 impella 5.5 placed to bridge to lvad. It was a successful placement, however, hypotension, decrease perfusion, hemolysis, renal failure occurred due to device failure. Family was told there were concerns for shearing of the left ventricle resulting in blood clot formation. Emergency bedside removal was performed and balloon pump had to be placed. This resulted in death due to the complications following the impella placement. The patient did really well until the complications. The impella was sent for lab testing.